Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/18/2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge and boot was performed and failed. The receiver download could not be retrieved. A functional test was unable to be performed. The receiver case was opened for a visual inspection and failed due to moisture damage being observed. The probable cause of this issue was moisture damage.